Event description:
A customer reported a footswitch failure. Additional information was requested. Additional information was received from the medical technician reporting the footswitch problem occurred during surgery. The site was able to switch out the footswitch with another unit and the surgery was completed with no additional incidents. There was no patient injury reported.

Manufacturer narrative:
The facility ordered a new footswitch. The replaced footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).